Manufacturer narrative:
.

Event description:
It was reported that during lead replacement surgery for patient manipulation to the lead, the set screw of the generator could not be tightened; therefore, the generator was also replaced. The surgeon indicated that the screwdriver from new generator was used and the setscrew would not catch on any thread. The explanting facility will not return explanted devices without patient consent.